Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump for spinal pain. It was reported that the pump had not been filled since 2015 because the patient moved in 2015 and couldn¿t find a doctor who worked with the pump. No symptoms were reported. No further complications were anticipated/reported.